Event description:
Wife of home pt (hp) reports receiving system error 2240 alarm in drain 4 of treatment on homechoice machine. Hp's wife noted, prior to alarm sounding, hp had fallen and accidentally pulled homechoice set spike from solution bag port. Hp's wife discontinued treatment at that time and reports no injury or medical intervention as a result of incident.